Manufacturer narrative:
Correction to g3: the initial MDR was submitted with a g3 date of 02aug2023; the correct g3 is 27jul2023. Manufacturer's investigation conclusion: the reported event of damage to the battery sleeve on the 11v backup battery was confirmed via the customer submitted photo. The 11v backup battery (serial #: (B)(6)) was not returned for analysis. Additional provided information stated that the product will not be returned. The root cause for the reported event was unable to be conclusively determined through this analysis. The receiving inspection documents were reviewed for the 11v backup battery (serial #: (B)(6)) and the battery was found to pass inspection. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the white plastic wrap of the 11volt lithium-ion battery was broken.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigaiton is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the damage was an out of box issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the battery sleeve on the 11v backup battery was confirmed via the customer-submitted photos. To date, the 11v backup battery (serial #: (B)(6)) has not returned to abbott for evaluation. The root cause of the reported event was unable to be conclusively determined through this analysis. The receiving inspection documents were reviewed for the 11v backup battery (serial #: (B)(6)) and the battery was found to pass inspection. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3: correction. Section d4 (primary unique device identification (UDI) number): correction. Section g1: correction. No further information was provided. The manufacturer is closing the file on this event.